Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that during normal follow up of this patient, this right ventricular (rv) lead was found to be exhibiting undersensing of low amplitude signals and loss of capture (loc) with high pacing outputs. The patient was found to be in ventricular tachycardia (vt), resolved by overdrive pacing performed by physician. The patient has a left ventricular assist device (lvad) and a previous history of low sensing on this lead. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.